Event description:
The manufacturer received information alleging a travel oxygen concentrator was not working. The patient was taken to the hospital because she had no oxygen. The patient later expired in her sleep. It was reported the device did not cause or contribute to the patient's death. The investigation is still ongoing. A follow up report will be filed when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported a travel oxygen concentrator allegedly was not working. The patient was taken to the hospital because she had no oxygen. The patient later expired in her sleep. It was reported the device did not cause or contribute to the patient's death. The manufacturer received confirmation from the reporter of the event of the serial number of the device. Updated with the information.